Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s wearable had failed and the patient was no longer receiving any cgm values. About an hour later, the patient felt incoherent. The patient did not fall or lose consciousness; however, the patient could not stand up. No bg meter reading was reported at this time. The patient¿s neighbor came and assisted the patient. The neighbor treated the patient with glucose tablets and a peanut butter sandwich. At an unspecified time later, the patient tested his bg meter reading, which was over 100 mg/dl. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.